Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The cable may have broken under tensile loading. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. The instrument passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during the reprocessing of a da vinci permanent cautery spatula instrument, a broken cable was identified. Nothing reportedly fell into the patient and no patient harm, adverse outcome or injury was reported.